Event description:
This is a spontaneous device report from a pharmacist who reports on a patient using gelfoam. This pharmacist reports that a surgeon was using gelfoam (absorbable gelatin sponge) 100 mm during brain surgery on (B)(6) 2006, but it did not work like it had in the past as it was thicker and stiffer and would not conform to the area of use on the patient's brain. In addition, the gelfoam did not adhere as well as it used to. It is unknown if the patient was affected by the gelfoam. The gelfoam was obtained in the USA. The reporter indicated that sample is forthcoming.